Manufacturer narrative:
(B)(4). The insulin pump was received with no response from the activate, up and escape buttons due to corroded keypad traces. Analysis noted no button error alarm during testing. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the buttons not responding. No moisture damage on the insulin pump's lcd board, mother board, interface board, rf board, motor, vibrator motor, and battery tube assembly, as noted by analysis during visual inspection. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a stained end cap sticker, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and cosmetic damage. Customer's blood glucose reading was unknown. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the display screen, there was yellow liquid coming out of the insulin pump and the buttons were unresponsive because of corrosion. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.